Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that the battery was not charging properly. It was reported there was no patient involvement at the time the issue was discovered. After further troubleshooting, the fse was able to get the battery to charge, but it needed to charge 24 hours. The customer came the next day and removed a/c power from device, and it powered on with no problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.